Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump may have displayed a biomed error, a system failure issue and a force sensor test failure. There were no adverse events reported.